Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "shocked by the pump." There was no adverse impact to the customers blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.